Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) was attempted but not used during a replacement surgery. It was noted that after placing the device in the pocket, the right ventricular (rv) lead pins were connected but had high impedance. The physician unscrewed the setscrew for the lead to adjust it, however upon attempting to re-screw the lead, the setscrew seemed displaced. The device was removed and a new device was used instead. No patient complications have been reported as a result of this event.